Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant with mtx surface (tsvwb11) was received with a fixture mount. Visual inspection of the returned product identified signs of wear due to usage around the external threads and the collar. The platform and the drive feature had minor nicks and wear but no evidence of any significant damage. There was presence of dried blood around the external threads. Visual and dimensional comparison of the implant with the drawing specification verified that the implant was consistent with the design and within all required specifications. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) and trabecular metal and tapered screw-vent implant systems surgical manual (zbinst0007 rev b 10/18) identified information regarding implant handling and placement. Surgical manual highlights the appropriate insertion instrument, torque recommendation and delivery and placement methods under implant placement. Complainant reported that the fixture transfer mount could not be removed from the tsvwb11 implant after implantation. The product was functionally tested with a compatible in-house hex driver. The fixture mount disengaged from the implant drive feature as normal. The reported complaint could not be confirmed through visual and functional inspection of the implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: UDI: (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number k013227.

Event description:
It was reported that the fixture transfer mount could not be removed from the tsvwb11 implant after implantation. The dentist used a different implant to complete the procedure.